Manufacturer narrative:
The device was not returned for evaluation. An image review was performed on imagery provided and although the image quality was low, the device-related photo after the procedure revealed the introducer to be fully inserted through the sheath. The distal tip was also shown to be torn with no pieces appeared missing. No manufacturing non-conformance was identified during the evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint of sheath distal tip torn. A manufacturing mitigations review was performed and the inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint of sheath distal tip. The procedural training manual provides guidance for sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not re-advance the sheath at any time during removal, hemostasis will not be maintained if the sheath is partially removed past the partially expandable section, reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required, take note of the appearance of the sheath upon removal, some curvature of the sheath may be present, ripples along the seam are normal, an open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not re-advance or reinsert the sheath at any time. No IFU/training deficiencies were identified. A complaint history review was performed and although the complaint for "sheath distal tip torn" was confirmed, a complaint history is not required as the issue has been previously identified in a product risk assessment (pra) and CAPA which captures root cause analysis for the issue. A risk management documentation review was performed and this event reports a sheath distal tip tear after removal from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint for "sheath distal tip torn" was confirmed per evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be identified during evaluation. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device unpacking or preparation.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position it was noticed that the distal tip of the esheath was split and a piece was hanging off like a hang nail. No patient injury was reported.